Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was difficult to open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Visual inspection found no defects. Tissue was found between the jaws. The customer reported that the device was difficult/impossible to open. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not locked shut when the device was received. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.